Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead was extended and low r waves were observed. The helix was retracted and the lead was repositioned in various places while testing the signal passively. In all areas r waves wereextremely low. The lead was removed and a clot was noted on the helix. The clot was removed and retrieved with no change in results. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the there was blood on the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.